Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that during a vitrectomy procedure the patient experienced a posterior capsule tear. Additional information was requested but not received.

Manufacturer narrative:
A sample for investigation has not been received. The device history record for indicated lot was reviewed. No abnormalities that could have contributed to this event were found and the product was released according to manufacturers acceptance criteria. The manufacturer performs a 100% final inspection for this product. A root cause cannot be ascertained because the damage cannot be confirmed without receiving a sample for investigation. Various causes are possible for this kind of potential damage. If the sample arrives later the investigation will be reopened. The manufacturer internal reference number is: (B)(4).